Manufacturer narrative:
The site returned procedure recordings from the system for evaluation. The investigation results found that the device met specification and performed as designed.

Manufacturer narrative:
The case recordings for the case have been returned and are currently under review.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. The patient received a chest tube and was hospitalized and released. The site reported every time fluoro was brought in during procedure the navigation went blank and had to re-register the patient. The patient had an ebus procedure prior to the enb procedure however it is not known which procedure resulted in the pneumothorax.